Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient collapsed and was in the emergency room on (B)(6). It was stated that the patient's blood pressure has been oscillating as low as 50 and as high as 220, with the ER thinking it was medication related and not a stroke. The consumer had started making notes about 2 weeks prior to date notified, with the nurse saying the patient's blood pressure was over 200, but unknown how long before that it started. Follow up with the healthcare professional (hcp) is to be conducted to resolve the patient's symptoms. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The orthostatic blood pressure changes were due to an infection and the parkinson's and the issue has been resolved. The patient's weight was unclear.